Event description:
It was reported that the patient presented in-clinic with the implantable cardioverter defibrillator unable to be interrogated via radiofrequency (rf) telemetry. No interventions were made. There were no patient consequences.